Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the device was not returned for evaluation. A production records review was performed on the lot. The production record review showed there was one approved temporary deviation notice (dn) in production of this lot. It is unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The optiflux dialyzer instruction for use indicates the following: ¿in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment.¿

Event description:
On (B)(6) 2023, fresenius received a product complaint form regarding this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 160nre dialyzer for renal replacement therapy (rrt) who reportedly experienced a hypersensitivity/allergic reaction during treatment on (B)(6) 2023. The product complaint form indicates the patient experienced severe pruritus (10/10), which was treated with sequential ultrafiltration (uf). Per the patient, the severity of the pruritus lessened (5/10) following the change in uf and improved even further by the end of treatment (2/10). The clinical manager (cm) who completed the form reported the patient has complained of pruritus for the last 2 weeks (prior events will be captured in a separate complaint record). A review of the patient¿s treatment record from (B)(6) 2023 confirmed the patient arrived for their regularly scheduled hd treatment in stable condition: blood pressure (b/p) = 169/84, heart rate (hr) = 58, respiration rate (rr) = 18, temperature (temp) = 97.2, weight gain of 3.60 kgs from the patient¿s last treatment on (B)(6) 2023. Aside from the patient¿s large weight gain, the treatment was initiated at 10:07 am without reported issue. The treatment record indicates the patient¿s pruritus began at approximately 11:47 am, and the patient was given intravenous (IV) diphenhydramine with little affect. At 12:30 pm, the patient complained again of pruritus (10/10) and requested to end treatment. The nephrologist was notified, at which point the patient¿s dialysate flow rate (dfr) was set to sequential and the patient agreed to complete the treatment: b/p = 152/73, hr = 64, rr = 18, temp = 96.8, weight loss = 2.5 kgs. The patient reported the pruritus had improved by the end of treatment and left the clinic in stable condition. Although the specifics, timeline, and effectiveness are unknown, the treatment record indicated the patient was started on korsuva (anti-pruritic), and her dialyzer was changed to a gambro revaclear 300 dialyzer. Despite these measures, the cm reported the patient continues to experience occasional pruritus during treatment.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the device was not returned for evaluation. A production records review was performed on the lot. The production record review showed there was one approved temporary deviation notice (dn) in production of this lot. It is unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The optiflux dialyzer instruction for use indicates the following: ¿in rare cases, thrombocytopenia or hypersensitivity reactions including anaphylactic or anaphylactoid reactions to the dialyzer, or other elements in the extracorporeal circuit, may occur during hemodialysis. Hypersensitivity reactions may cause mild to severe signs and symptoms, including itching, flushing, hives, swelling, fever, leukopenia, hypotension, hypertension, shortness of breath with wheezing, arrhythmias, and/or respiratory arrest. Patients with a history of hypersensitivity reactions or patients who have a history of being highly sensitive and allergic to a variety of substances should be carefully monitored during treatment.¿

Event description:
On (B)(6) 2023, fresenius received a product complaint form regarding this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 160nre dialyzer for renal replacement therapy (rrt) who reportedly experienced a hypersensitivity/allergic reaction during treatment on (B)(6) 2023. The product complaint form indicates the patient experienced severe pruritus (10/10), which was treated with sequential ultrafiltration (uf). Per the patient, the severity of the pruritus lessened (5/10) following the change in uf and improved even further by the end of treatment (2/10). The clinical manager (cm) who completed the form reported the patient has complained of pruritus for the last 2 weeks (prior events will be captured in a separate complaint record). A review of the patient¿s treatment record from (B)(6) 2023 confirmed the patient arrived for their regularly scheduled hd treatment in stable condition: blood pressure (b/p) = 169/84, heart rate (hr) = 58, respiration rate (rr) = 18, temperature (temp) = 97.2, weight gain of 3.60 kgs from the patient¿s last treatment on (B)(6) 2023. Aside from the patient¿s large weight gain, the treatment was initiated at 10:07 am without reported issue. The treatment record indicates the patient¿s pruritus began at approximately 11:47 am, and the patient was given intravenous (IV) diphenhydramine with little affect. At 12:30 pm, the patient complained again of pruritus (10/10) and requested to end treatment. The nephrologist was notified, at which point the patient¿s dialysate flow rate (dfr) was set to sequential and the patient agreed to complete the treatment: b/p = 152/73, hr = 64, rr = 18, temp = 96.8, weight loss = 2.5 kgs. The patient reported the pruritus had improved by the end of treatment and left the clinic in stable condition. Although the specifics, timeline, and effectiveness are unknown, the treatment record indicated the patient was started on korsuva (anti-pruritic), and her dialyzer was changed to a gambro revaclear 300 dialyzer. Despite these measures, the cm reported the patient continues to experience occasional pruritus during treatment.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between hd therapy utilizing the optiflux 160nre dialyzer, and the serious adverse events of a hypersensitivity/allergic reaction, characterized by pruritus, which required medicinal intervention (diphenhydramine, korsuva), and a change of dialyzer type (gambro revaclear 300 - alternative sterilant). During hd therapy, blood comes into direct contact with a variety of materials and sterilization methods. Therefore, it is reasonable to conclude some patients may incur a hypersensitivity/allergic reaction while using these products. Additionally, hypersensitivity reactions have been known to occur days, months, or even years after use with the same dialyzer model. Based on the information available, the optiflux 160nre dialyzer cannot be disassociated from the serious adverse events. While no manufacturing defect(s) was reported, the serious adverse events did occur during hd therapy while utilizing the optiflux 160nre dialyzer. Furthermore, given the patient¿s symptoms were indicative of a hypersensitivity/allergic reaction, the favorable response to the gambro revaclear 300, and no sample available for manufacturer evaluation, the optiflux 160nre dialyzer cannot be excluded from having a possible causal or contributory role in the serious adverse events.

Event description:
On 09/19/2023, fresenius received a product complaint form regarding this patient with end stage renal disease (esrd) on hemodialysis (hd) utilizing a optiflux 160nre dialyzer for renal replacement therapy (rrt) who reportedly experienced a hypersensitivity/allergic reaction during treatment on (B)(6) 2023. The product complaint form indicates the patient experienced severe pruritus (10/10), which was treated with sequential ultrafiltration (uf). Per the patient, the severity of the pruritus lessened (5/10) following the change in uf and improved even further by the end of treatment (2/10). The clinical manager (cm) who completed the form reported the patient has complained of pruritus for the last 2 weeks (prior events will be captured in a separate complaint record). A review of the patient¿s treatment record from (B)(6) 2023 confirmed the patient arrived for their regularly scheduled hd treatment in stable condition: blood pressure (b/p) = 169/84, heart rate (hr) = 58, respiration rate (rr) = 18, temperature (temp) = 97.2, weight gain of 3.60 kgs from the patient¿s last treatment on 08/18/2023. Aside from the patient¿s large weight gain, the treatment was initiated at 10:07 am without reported issue. The treatment record indicates the patient¿s pruritus began at approximately 11:47 am, and the patient was given intravenous (IV) diphenhydramine with little affect. At 12:30 pm, the patient complained again of pruritus (10/10) and requested to end treatment. The nephrologist was notified, at which point the patient¿s dialysate flow rate (dfr) was set to sequential and the patient agreed to complete the treatment: b/p = 152/73, hr = 64, rr = 18, temp = 96.8, weight loss = 2.5 kgs. The patient reported the pruritus had improved by the end of treatment and left the clinic in stable condition. Although the specifics, timeline, and effectiveness are unknown, the treatment record indicated the patient was started on korsuva (anti-pruritic), and her dialyzer was changed to a gambro revaclear 300 dialyzer. Despite these measures, the cm reported the patient continues to experience occasional pruritus during treatment.